Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additional information indicates that the patient had bacteremia, moreover, the lead tips were cut and sent for culture. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.